Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to suspected myopotential oversensing. Technical services (ts) was consulted and discussed troubleshooting options. This device remains in service. No additional adverse patient effects were reported.